Event description:
One hour after the start of the 4-hour treatment, the blood leak alarm activated. No blood leak was visually confirmed. However, upon verification using a blood test strip, a small amount of "blood" was detected in the dialysate at the venous-sidecoupler. The blood was not returned, and the product was discarded. No additional information provided.